Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a sore throat and nasal congestion. Device is not functioning. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a sore throat and nasal congestion. Device is not functioning. There was no report of patient harm or injury. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There were 3 error codes found. The manufacturer service center concludes that there was no visible foam degradation and unit dispositioned. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.